Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the controller showed no device found then said to connect the recharger but the recharger was connected. The patient had tried disconnecting and reconnecting the recharger and battery pack but it goes back to the no device found message. The patient stated that prior to this the implant battery was draining quickly and would shut stimulation off the next day. The patient noticed she was not feeling anything so she had not been getting benefit from it since implant. The patient also noted it took a long time to charge, up to two hours. Troubleshooting had the patient place the recharger over the implant and press try again and she was successfully charging with excellent quality. It was reviewed to follow-up with the manufacturer representative or healthcare provider about programming to extend the time between charges and to recharge to full. The patient was meeting with the healthcare provider and representative the next day. The indication for use was spinal pain.